Manufacturer narrative:
It was initially reported that the bed had lost motor functions due to the micro switch being out of adjustment. Follow-up submitted as further investigation determined the fowler was the only motor function affected and the fowler was stuck in the lowest position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the bed had loss of all motor functions due to the micro switch at the base of the fowler gas spring being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had loss of all motor functions due to the micro switch at the base of the fowler gas spring being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.